Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported right side rupture, "discharge", and capsular contracture baker grade unknown. Patient additionally reported "worsening pain" and "breasts are firm and hard to touch but the right is more prominent and causing a lot of pain¿. Healthcare professional also reported "sinister lesion", which is not device-related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, d.6a, d.6b, h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ drainage: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported unknown side rupture. The device remains implanted.

Event description:
Medical staff later reported "has developed capsular contracture." And have recently ruptured and require replacement. Patient later reported "developed capsular contracture-baker grade unknown¿, ¿worsening pain¿, ¿both breasts are firm and hard to touch but the right is more prominent and causing a lot of pain¿, and ¿burning medial right breast¿. ¿right side implant rupture¿, ¿intracapsular rupture right implant¿. ¿discharge¿. ¿sinister lesion"- which is not device related affected side is right.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and fluid discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown; "discharge".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, unknown side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, b7, h6.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported right side rupture, "discharge", and capsular contracture baker grade unknown. Patient additionally reported "worsening pain" and "breasts are firm and hard to touch but the right is more prominent and causing a lot of pain¿. Healthcare professional also reported "sinister lesion", which is not device-related. The device remains implanted.